Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a hip implant mid-2011. It was reported that the patient recently presented with pain during regular post-op visit. It was reported that the patient required a surgical revision due to acetabular cup loosing [fibrous membrane].

Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection of the returned shell noted some scratching on the inside of the shell caused by explantation. It is also noted that there is no evidence of bone ingrowth on the outer surface of the shell. Medical records received and evaluation: no medical records were returned for evaluation. Product history review: all devices excepted into final stock were free from discrepancies. Complaint history review: there were no other reported events for this lot. Conclusion: the exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a hip implant mid-2011. It was reported that the patient recently presented with pain during regular post-op visit. It was reported that the patient required a surgical revision due to acetabular cup loosing [fibrous membrane].